Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The procedure was indicated due to acute myocardial infarction. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A non-bsc advanced, but was unable to cross the lesion. An apex 2.0x15m was advanced, but was unable to cross the lesion. An apex monorail 8mm x 1.50mm balloon catheter was then selected and was advanced to treat the target lesion. On the first inflation attempt, the balloon ruptured at 4 atms. The balloon did not appear to be in its normal deflated profile; however, the device was able to be removed intact. The lesion was dilated with a 1.3mm non-bsc balloon catheter. The same apex 2.0x15mm balloon catheter, that initially did not cross the lesion, was re-advanced and also used to dilate the lesion. The 50% residual stenosis was noted; however, "flow was noted" and the procedure was completed. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Pt's age: 18 or over. As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).